Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer believed some water got splashed onto the pump as the customer was near a pool. Additionally, it was reported that the customer received a temperature alarm. Tandem technical support (cts) educated the customer on the reason for the temperature alarm and advised for the customer to keep the pump out of the sun and heat; customer acknowledged. The customer stated the temperature alarm did not recur when the customer removed the pump from the sun and heat. There was no information provided regarding the customer's blood glucose level. Although cts offered to follow up with the customer to verify the altitude alarm cleared, the customer declined.